Manufacturer narrative:
D9: device received on 6/16/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and contamination in the device's chassy was found as well as the small bearing of the chassy ring was broken. The expulsor, valves, foam and small bearing of the chassy were replaced to fix the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed error code lec 1260. There was no reported patient involvement.